Event description:
A malfunction alarm, identified as alarm 30, was reported during the pumping process. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to load a new cartridge using the proper technique, and successfully resumed insulin therapy.